Event description:
During assistance with ending therapy on the home choice (hc) during use, the customer revealed there was a lot of fluid come out during prime (over priming). The technical service representative (tsr) assisted the customer with ending therapy and starting over with new supplies. During follow-up the peritoneal dialysis registered nurse (pd rn) was asked about the reported problem. The pd rn stated they did not know about the over priming. They stated that they just spoke to the patient's daughter/ care giver (cg) and from what they know everything has been going smoothly. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of an overprime - leak out of patient line was not confirmed and the cause was not identified because the sample was not returned for evaluation and the patient did not describe any type of use error that might have caused the alarm. Baxter will continue to monitor for similar reports to determine if further actions are required.